Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose for several days, and she treated with a bolus. The customer mentioned that she was admitted as an inpatient for medical treatment. The caller stated that the last thing he remembers is stepping off the train. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The caller mentioned that his potassium is a little low. The displacement test was performed and passed. Advised the caller to speak with his doctor regarding the low glucose episode and call back if issues persist. No further information was provided.